Event description:
Hamilton medical ag received the following incident description: "panel connection lost alarm during start up while testing, no patient involvement"

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.